Manufacturer narrative:
(B)(4).

Event description:
It was reported from the biomed department that while in use on a patient "the console stopped picking up the arterial wave form and the EKG tracing became like 'a video game' causing the balloon to rapidly fire". Further information states that "the biomed was unaware of any problems or complications with the patient or issues swapping out the pump". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Event description:
It was reported from the biomed department that while in use on a patient "the console stopped picking up the arterial wave form and the EKG tracing became like 'a video game' causing the balloon to rapidly fire". Further information states that "the biomed was unaware of any problems or complications with the patient or issues swapping out the pump". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint of "stopped picking up the arterial wave form and the EKG tracing" is not confirmed. The returned cpm board passed visual and functional test specifications. The cpm board was installed into a known good ac3 and performed functional testing. The pump was powered up successfully. Pumping was initiated. The static ram, voltages and balloon volumes were checked, and all were within specifications. Performed ECG, ap signal and trigger checklist and passed. Multiple class 1 alarms were purposely generated, and piezo alarm (high pitch audible tone) was triggered each time. Bpw, ECG, and ap waveforms were monitored while pumping for over an hour and no alarms or errors occurred. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.